Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy for the removal of large uterine fibroids on (B)(6) 2012 and a morcellator was utilized. The patient was diagnosed with leiomyosarcoma cancer, which had been undetected prior to the surgery. The patient has undergone and continues to undergo aggressive chemotherapy treatments in an effort to treat her upstaged cancer. The cancer is continuing to spread, the patient experiences anemia, fatigue, pain, inflammation, swelling, insomnia, and gastrointestinal distress. No additional information was provided.